Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she started to feel irritation on (B)(6) 2018. She indicated that the affected area began to feel itchy and has redness around the area. Because of the irritation, she removed the sensor on (B)(6) 2018. On (B)(6) 2018 and applied neosporin. She stated she showed her physician the skin reaction and asked for any recommendations on how to treat the area; however, she did not provide details on the doctor visit. At the time of contact, the patient stated the reaction resulted in scarring. No additional patient or event information is available.